Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a healthcare professional that an xtra-silent nite slide-link appliance has broken. The patient first received the appliance on (B)(6) 2023, and on (B)(6) 2024 the patient stated that the anchors were missing. No injury was reported. The patient has a prior medical history of high blood pressure, an artificial heart valve, and joint replacement.